Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power cord was repaired and the boards were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had poor image quality with lines in the image. No patient injury was reported.